Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient connector lost connection with the implantable pulse generator (ipg) during a lead revision procedure, but the programmer base remained in contact with the ipg. The user attempted to end the active session with the ipg to re-interrogate, but a pop-up window appeared indicating that the session had to be saved. When the okay button was pressed the session did not end. The user attempted to end the session several more times but was unsuccessful. The user switched to a different model of programmer to complete the procedure. The programmer and patient connector remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.